Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump generated alert 32, which corresponds to a delivery motor communication error, confirmed in device history, and the patient was instructed to restart the device; the alert recurred and the device was replaced, with education provided to use backup therapy until the replacement was obtained. Symptoms included hyperglycemia with a reported maximum of 230 mg/dl for about one hour, without ketone testing, medical intervention, or other acute effects. Outcomes included the use of insulin pens as backup therapy and restoration of therapy with the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.